Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient needed a lead revision. At first, it was indicated there was migration but then the note indicated lead revision for unknown reasons. No symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID: 3999-30, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3999-30, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.